Event description:
It was reported that prior to an anterior cruciate ligament (acl) reconstruction procedure, when the surgeon was setting up the vapr handpiece device, the black label broke. It was reported that the broken parts were collected. It was reported that the surgery was performed without using a vapr handpiece. There were no adverse patient consequences, or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.